Manufacturer narrative:
Additional information regarding the event, including product return status, was requested from the account; however, none has been provided at this time. Heartmate 3 left ventricular assist system, serial number: (B)(4), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Although no specific adverse events or device-related issues were reported, heartmate 3 left ventricular assist system instructions for use, rev. C, outlines adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, as well as normal pump operation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent heart transplantation on (B)(6) 2022.